Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device exhibited an error message. The device was unable to be interrogated. Subsequently, this device was explanted and successfully replaced. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.